Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix could not be extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.